Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no damage was visible. The up arrow and contrast keypad buttons were delayed, intermittently unresponsive and required multiple, hard presses to engage. The down arrow and ok buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, the keypad symbols were found to be worn off, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were delayed and required multiple hard presses to elicit a response. It was noted that the button symbols were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.